Event description:
The customer observed erratic hemoglobin results for one patient on the cell-dyn emerald analyzer. The customer also noted getting clog errors, and admitted their autoclean function was set to 100. The following data was provided: 6.2, repeat runs 10.5, 10.3 g/dl. There was no impact to patient management reported. The erratic hemoglobin and clog errors have been resolved with bleach clean. Abbott customer service also changed their autoclean setting interval to 20 (from 100). The customer does not have printed copies of the erratic results.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints, review of customer data and a review of labeling. Historical complaint reviews did not identify an adverse trend. Upon review of the customer data, it was determined that the ranges were entered incorrectly, and abbott customer service assisted in entering the correct ranges as per the assay information sheet. Erratic (B)(6) results and clog errors were resolved with bleach cleaning. Field service was not requested. Labeling was reviewed and found to be adequate. No additional issues were identified.